Event description:
Approximately 2 years after cochlear implant surgery, the patient reportedly developed a skin flap infection. It was reported that the internal device became dislodged from its casing. Antibiotics were used to treat the skin flap infection. Revision surgery to connect the magnet placement occurred in 2005.